Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt was not using the cochlear implant for circa 5 months as the audio processor was lost. It was also reported that the pt has fallen a few times over the last months but denied hitting his head. In situ testing showed that the device has malfunctioned.

Manufacturer narrative:
(B)(4). Additional information: based on the received information, damage to the implant housing from an impact appears to be very likely. However, to determine an exact root cause a device investigation would be necessary. The complaint will be re-opened if further relevant information is made available.

Event description:
It was reported that the patient was not using the cochlear implant for circa 5 months as the audio processor was lost. It was also reported that the patient has fallen a few times over the last months but denied hitting his head.